Event description:
Livanova received a report that a female patient undergone a surgery in (B)(6) 2022 was diagnosed. Positive to acid-fast bacillus (afb) culture for mycobacterium intracellulare on (B)(6); sample collected on (B)(6). A heater-cooler 3t system was used during surgery.

Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), south carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.